Manufacturer narrative:
Please note that a correction was made. If implanted, give date. This date was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.

Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. A piece of the device was left in patient and the rest was disposed of.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, the physician deployed and detached two ruby coils into the patient using a lantern delivery microcatheter (lantern). While deploying a new podj coil, the physician was not satisfied with the way that the coil was forming in the target vessel and decided to retract the coil. While retracting the podj coil, the physician encountered resistance and subsequently, the coil unintentionally detached. The physician then pulled back negative pressure on the end of the lantern in order to retract the detached coil; however, the coil started to unwind in the patient. Therefore, the physician accessed the contra-side groin using a snare device and retrieved the detached coil through the neuron max 6f 088 long sheath (neuron max). The procedure ended at this point with no additional coils placed. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) during the procedure. The next morning, a computerized tomography (CT) scan was performed and revealed that a small piece of the podj coil was left in the superior mesenteric artery (sma); however, the patient was doing well. There was no report of an adverse effect to the patient.